Event description:
It was reported on (B)(6) 2013 that the physician's handheld device was experiencing failure when charging. The physician stated than when connecting the handheld device to an outlet the device would charge but not continuously. This was confirmed in follow-up, which further found that the red light on the device turns on and off continuously while the device is connected for charging. The programming system was received (B)(4) 2013 and is pending product analysis.

Event description:
An analysis was performed on the returned handheld and the reported allegation was not identified. No anomalies associated with the ac adapter were identified during the analysis. During the analysis it was identified that the serial cable had an open electrical connection in the power cable. As a result of the open wire connection, the handheld would receive power from the ac adapter intermittently. No further anomalies were identified during the analysis. An analysis was performed on the returned flashcard. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device malfunction occurred but did not cause or contribute to a death or serious injury.